Event description:
1915 ventilator check done - ventilator was appropriate. Ventilator parameters: vt 280 rate 15, fi02 21%, modeassist control and sigh, peak flow, peep + 5. Patient in no respiratory distress. 2/15 respiratory practitioner entered patient's room on routine rounds. Found patient appropriately attached to ventilator. The patient was unresponsive, cyanotic and apneic. The ventilator did not alarm. The ventilator did not alarm. The practitioner removed the patient was unresponsive, cyanotic and apneic. The ventilator did not alarm. The practitioner removed the patient from ventilator, started ambu bagging with 100% 02. He then called for help. Another respiratory practitioner and nurse responded. Nursing called the physician who ordered a transfer to the hospital, an ambulance was then called. The patient remained apneic and non-responsive, hr 190 bpm sp02 70% the practitioner continued bagging. 2135 the ambulance arrived hr 140 sp02 99%. The patient was transferredd to hospitaldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: mechanical tests performed, performance tests performed. Results of evaluation: failure to cycle, alarm - high inspiratory pressure, alarm - low inspiratory pressure. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped permanently. The device was not destroyed/disposed of.